Event description:
It was reported that "patients wife called for pt. Pt has a pain going down his leg. Had an incident in (B)(6) of 2010, stepped off a high truck misjudged the depth of where he was stepping, and slipped and leg turned out and the pain began back then. He went to the emergency room, and was told that wear is showing on the outside of cup, is loosening. Was told to come back to orthopedist in 6 months. Is in pain everyday, takes pain killers."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.